Event description:
It was reported that the patient experienced a loss of stimulation. The patient reported that when she got out of a shower, she had to keep turning up the stimulation to get anything and then it didn't work on the right lead, only on the left. An x-ray was performed, and determined one of the leads had quit working. The lead was studied further, and it was found that the electrodes had stopped working. It was reported that the physician was planning to do exploratory surgery to check out the lead. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.